Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh)/china (returned to osh on (B)(6) 2022. The evaluation/investigation at osh confirmed the occurrence of the reported purple image which was varying in color between purple and green and traced it back to a defective r-unit and cable assembly. Thus, the reported incident was attributed to component failure. The evaluation/investigation also found the image to be flickering and the cable unit to be scratched multiple times. These defects were caused by wear and tear as well as improper handling by the user. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during a therapeutic laparoscopic procedure, the video telescope displayed a purple image. However, the intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.